Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised ac cable was not terminated in the ac socket at the wall completely. Customer corrected connection. Customer called back and said that the power flickered again on the monitor. She said that the ac power cord does run across the middle of the floor and gets stepped on. Customer was instructed to swap out the power cord to see if the monitor power goes out. The customer has not called back concerning this case after being directed to swap out the power cord. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display had image loss, monitor powers off intermittently and power flickered during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.